Event description:
During scheduled follow up on (B)(4) 2010, the ICD device involved in this MDR was interrogated: a warning related to a reset which occurred on (B)(4) 2010 was displayed. The physician requested explanations about this reset and the confirmation of right re-initialization of the ICD.

Manufacturer narrative:
Date (B)(4) 2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.